Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer reported insulin pump had blank display, and battery cap contacts were damaged. No harm requiring medical intervention was reported. Troubleshooting was performed and display was not returned. The customer will discontinue use of the device till new battery cap arrives and insulin pump will not be returned for the analysis.